Manufacturer narrative:
Additional information: d9, h3, h6, h11: the device was received for evaluation. During functional testing, "turn off" was reproduced, the device turned off improperly due to faulty keypad registering buttons that are not being performed. A review of the event history log (ehl) revealed improper shutdown messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the on/off button registering when not being used. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter phone no. :(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump powered off without user input. This occurred during device power up in the vascular area department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Correction h11: the device was received for evaluation. During functional testing, the report of "turn off" was reproduced. It was identified that the keypad is registering buttons that are not being pressed such as the on/off key which would result in the pump turning off. An event history log review was not performed due to the failure being without logical activities or recorded events that would confirm the reported issue. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be a faulty keypad. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.